Manufacturer narrative:
The primo2x oxygenator was returned to the distributor for evaluation. A visual inspection showed no defects. The oxygenator heat exchange integrity was evaluated through a pressure decay leak test. The physical test confirmed a leak between the blood side and water side of the oxygenator heat exchanger. The oxygenator was returned to int'l affiliate for further evaluation. A follow-up report will be filed with int'l affiliate's findings.

Event description:
After initiating bypass, the perfusionist noticed a red tint in the water line coming from the oxygenator. The oxygenator was changed out, and bypass was resumed without incident. No adverse patient affect was reported.